Event description:
Info received indicates the left hand brake casters do not hold when the brake is set from the right side of the bed.

Manufacturer narrative:
The hill-rom tech found the left brake/steer linkage rod was bent. Repair have not been completed.